Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with piece of the ear clip broken off. Event history log review was performed and found evidence of reported problem. Visual inspection, startup process and flow and occlusion testing were performed. The customer?s reported problem was confirmed. According to the investigation, the pump ear clip was broken and no on acu watchdog alarm was found in history. The investigation reported that the customer induced the damaged ear clip but unable to determine the acu watchdog failure. Investigator?s replaced the pump speaker as a preventative measure for acu watchdog and primary audible alarm errors in history and replaced the pump damage ear clip. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited acu watchdog error and broken ear clip. No reported adverse effects.